Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed, investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that foreign matter was found during use with a unspecified bd syringe. The following information was provided by the initial reporter, "customer called to report base of the needle was broken and that a white material had disintegrated. Customer reported that this white material came from the base of the needle and he could see it in his insulin. Customer switched out cartridge, needle, syringe and infusion set as he had already filled everything with insulin. Customer did not feel comfortable using the insulin."